Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 the device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: crimped valve had one strut bent outwards at the inflow side. The valve was expanded: valve frame corrected itself upon inflation. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. The complaint was confirmed through visual examination. Imagery was provided for evaluation. Imagery was reviewed and the following was observed: crimped valve stuck inside the sheath shaft. One strut protruding the sheath shaft. Sheath shaft appears curved. One bent strut outwards at inflow side.the reported event was confirmed based on evaluation of the provided imagery and returned device. A review of the lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. Per provided image evaluation, the sheath shaft appears curved, which is indicative of presence of tortuosity within patients access vessels. The presence of tortuosity can create suboptimal angles that can lead to noncoaxial alignment between the delivery system with crimped valve and sheath inner lumen. In this case, difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the strut damage at the inflow. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant case of a 29mm sapien 3 valve in aortic position by right transfemoral approach. During procedure, unusual resistance was noticed when advancing the commander delivery system through the 16f esheath and the valve got stuck inside the sheath. Decision was made to remove the sheath, valve and delivery system from the patients body. A new 29mm sapien 3 valve was crimped and a esheath plus was inserted into the right femoral. The esheath plus showed an anomaly (similar to kinking) at the same location this initial resistance was observed. Therefore, the second 29mm commander delivery system and 29mm sapien 3 valve prepared were not inserted into the esheath plus. It was decided to use the left femoral artery as the access site. A third sheath and the second commander delivery system and valve were used to successfully implant the valve. No patient complications occurred. The patient was fine at the end of the procedure. As per medical opinion, the root cause of the event may be the access puncture could have been high, at the level of the inguinal ligament and that this was precisely what could somehow cause the resistance. As per the preliminary evaluation of the available photos of the first devices used, it was observed the esheath shaft was damaged and there was a valve strut slightly bent. The devices were returned for evaluation. As per the pre-decontamination evaluation, it was found that the esheath damaged was shaft punctured and the distal tip torn during functional testing.